Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Intial reporter contact name - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 22 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2014-00308 & 3002806535-2015-04110).

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 due to aseptic lymphocyte dominated vasculitis associated lesions (alval). This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received from patient's legal counsel noted additional allegations of elevated metal ions and metallosis.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 due to aseptic lymphocyte dominated vasculitis associated lesions (alval). This report is based on allegations set forth in patients notice and the allegations there in are unverified.